Manufacturer narrative:
Functional evaluation revealed the subject controller performed as intended and exhibited no functionality issues during the testing process; therefore, the customer's complaint could not be verified and a root cause could not be determined in association with the subject controller. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event include: 1. A power surge or power interruption to the subject controller at the customer's facility. 2. An issue with one of the concomitant devices the customer was using at the time of this complaint event. 3. Using an improper power cord or improper extension cord, or a loose power connection at the customer's facility. 4. There may have been a loose device connection to the customer's controller such as the wand and/or foot control assembly. A review of the manufacturing records for non-conformances and deviations indicates the subject controller met manufacturing specification when released for distribution.

Event description:
It was reported that during a tonsillectomy procedure, using a coblator ii controller, the unit stopped working properly. Several wands were tested, however, the unit would not activate any of them. After a 45 minute surgical delay, the procedure was completed w/another coblator ii controller, that was borrowed from a neighboring facility. There were no patient complications reported as a result of this event.